Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the pacemaker exhibited a false eri (elective replacement indicator). The device was explanted and replaced. The patient was in stable condition.